Event description:
The hospital reported that during a case using heartstring seals that three seals cracked while being loaded into the delivery tube. The surgeon then opted to sew the arototomy closed and take down a mammary vessel instead. No patient complications were reported. This report is for the 3rd seal that cracked.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube and cracked. Therefore, the complaint is confirmed for cracked seal.